Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The customer reported to philips that" call from patient informing us of having woken up with black mask. On site, we noticed that the CPAP filter was burnt. There was allegation that the patient inhaled particles. The patient went to see a pneumologist on the advice of his doctor. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a thermal complaint on a device. The manufacturer received information alleging visualization of a burnt filter. The following sections were updated: h6 device problem code. The device problem code was updated to include material integrity problem in addition to temperature problem which was previously reported. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.